Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.9, lab: 12, date: (B)(6) 011, inratio: 4.0, lab: 8. Time between testing: minutes. Pt was bleeding form finger puncture ((B)(6) 2011) much longer than normal, enough that the nurse felt the inratio results was inaccurate and prompted a lab comparison. The nurse who reported the issue said that the pt gets really confused and she suspects that the pt may be taking larger doses all the time instead of just on weekends. Nurse was not able to discuss additional pt medications.